Event description:
It has been reported that the device is failing self-test.

Manufacturer narrative:
Updated device problem code.

Event description:
It has been reported that the device is failing self-test and it has been reported that device speakers are not functioning properly.